Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently tried to prime the cartridge while connected for treatment. The user's guide provides adequate instructions for completing prime and connecting for treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review the event with the operator. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment. The operator inadvertently attempted to re-prime the cartridge while still connected for treatment. Treatment was immediately discontinued without rinseback, resulting in an estimated blood loss of 30cc. No medical intervention was required.